Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Mechanical failure of center column. Investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: service replaced the column brace to resolve the problem of the broken column brace. The issue was fixed with a column brace reinforcement through an engineering change order in november 2016.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00118) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was no returned to siemens for evaluation; however, the customer service engineer (cse) visited the user facility and replaced the brace.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00118) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during patient planning for a cardiac ultrasound procedure, the brace column tab broke off. The procedure was not repeated and no patient was involved at the time of the occurrence. There was no patient or user injury reported. No additional information was provided. The initial report inadvertently reported "death." There was no death associated with this complaint.